Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon investigation the battery charger/modem was not recognizing batteries. Current controlling transistor q1 on the bedside board was thermally damaged, which caused the failure. The root cause of the thermal damage could not be positively identified. No adverse event resulted from the damaged q1 transistor. The patient received a replacement battery charger/modem.